Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the customer received a weak battery alert and she could not remove the battery cap to change the battery. Customer was able to remove the battery cap, she changed the battery and received a failed battery test. Customer stated that the contacts are not missing or damaged and the battery compartment and spring are not corroded or damaged. Customer called back after receiving a battery cap. She inserted a new battery and is still receiving bad battery and low battery alarms. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. No unexpected low battery or failed battery alarms noted during testing. The insulin pump had cracked case at display window corners, cracked display window, and minor scratched lcd window.